Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, injury, pain and suffering due to the use of hernia mesh device. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient was implanted with an unspecified bard mesh (bard flat mesh). On (B)(6) 2022, the patient suffered with severe and permanent injuries, pain and suffering. It is also alleged that the device was defective.